Event description:
During pacemaker explant procedure, it was reported there was an apparent lead fracture. The lead was removed from service. No patient complications have been reported as a result of this event.